Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu404010j/16587520, UDI: (B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a thoracic aortic aortic aneurysm and were implanted with two conformable gore® tag® thoracic endoprostheses. The devices were advanced and deployed approximately at the same position. On (B)(6) 2019, discharge computed tomography (CT) identified a dissection at the distal end of the conformable gore® tag® thoracic endoprostheses. On (B)(6) 2019, the patient underwent reintervention and an additional conformable gore® tag® thoracic endoprosthesis was implanted to cover the new dissection. The patient tolerated the procedure. The physician stated that over sizing of the devices may have contributed to the dissection. The diameter within the treatment area ranged 30 x 31 mm proximally and 30 x 28 mm more distally within the descending thoracic aorta.